Manufacturer narrative:
A complete lead was returned for analysis. The s-curve hump height was measured, and it was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The field reports of lead dislodgment and no capture could not be confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, loss of capture and high capture threshold were observed on the left ventricular lead. Diagnostic imaging was performed which confirmed lead dislodgment. The lead was explanted and replaced with a non-abbott lead and the patient was in stable condition.